Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 meter displayed an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2014 at 12:00pm. The patient manages her diabetes with a combination of oral medications. The patient stated that she "sat down" on (B)(6) 2014 at 12:00pm in response to the alleged meter issue. The patient claimed to have developed the symptoms of " going to the bathroom, dizziness and thirst" 15 minutes after the alleged meter issue began. The patient stated that she self-treated with her usual dose of oral medications on (B)(6) 2014 at 12:45pm. The patient stated that she visited her doctor on (B)(6) 2014 at 1:15pm and a blood glucose test was performed; however, the result is unknown. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿thirst¿ after the meter issue began. This symptom does meet lifescan¿s criteria for a serious injury.